Event description:
MFR became aware that during a procedure of a 2 mm wide neck anterior communicating artery aneurysm, a balloon was placed across the aneurysm neck and a microcatheter was placed within the aneurysm sack. Delivered the subject device while the balloon was inflated and multiple angiographic controls during 13 minutes showed stability of the coil within the aneurysm sac. Detachment of the subject device with subsequent shape modification; coil protruded into the left anterior communicating artery. Used an in-time retrieval device (MFR report #6000078-2005-00206) in order to remove the coil. Attempted to remove the in-time retrieval device with the subject device but with no result; the in-time retrieval device became stuck in the artery. The in-time retrieval device `ruptured' at the basket junction. Pt received reopro 0,125ug/ml/h (12h) = +- 7-8 mgs/12h, and aspirin 1 gram. Thirty minutes later the aneurysm bled without any additional procedure.